Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. During a splenic artery aneurysm procedure, the floppy tip of the preloaded transend guide wire came off inside the coil pack of the splenic artery aneurysm. The physician decided to leave it as part of the coil pack and used another wire and continued to coil the aneurysm. The procedure was successfully completed successfully. No patient complications were reported.